Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold harness. The device was evaluated and the reported issue was confirmed as the device was failing calibration with an error 05. Initial test shows device reading -0.9. Replaced the manifold harness assembly (sn #(B)(6)), with new manifold harness assembly (sn #(B)(6)) device was received without filter. Filter was added to unit. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Performed a 45 hour burn-in test at simulated temperature of 33, 37, and 39 degrees c. Unit passed 45 hour burn-in test and documented testing. Completed the final inspection. The arctic sun 6000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. A DHR is not required as this is not an out-of-box failure. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failed calibration for an error 05 (water reservoir empty). A check of the diagnostics with the transducer was open to atmosphere showed a reading of -2 psi and this was indicative of a failed pressure transducer. Per sample evaluation results received on 25may2023, it was reported that device was received without filter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failed calibration for an error 05 (water reservoir empty). A check of the diagnostics with the transducer was open to atmosphere showed a reading of -2 psi and this was indicative of a failed pressure transducer.